Manufacturer narrative:
Concomitant medical devices: 419688 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's device system was explanted due to (B)(6) bacteremia. The device system was replaced once the infection had cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: describe event or problem, model #/lot #, report source. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that vegetation was found on the leads, the patient was diagnosed with endocarditis, sepsis, osteomyelitis, and the patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.